Event description:
It was reported that the right atrial (ra) lead experienced high thresholds, a gradual rise in impedance and possible oversensing re sulting in atrial episodes being detected. Follow up with the physician's office indicates the lead is currently in use but will be reprogrammed when the patient comes into the office. No patient complications have been reported as a result of this event.